Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to either a connection or contact failure of the maj-1941 cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In speaking with olympus technical assistance center (tac), the customer tried cleaning the contacts of the scope, but the issue was not resolved. The light source cable was reseated and the issue was resolved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 communication error. There were no reports of patient harm associated with this event.